Event description:
The customer reported that a few drops of the contents of the positive human immunodeficiency virus, hiv ag/ab quality control (chiv qc) material splashed onto the operator¿s hand and face while loading qc material onto the atellica sample handler prime. The operator was not wearing the appropriate personal protective equipment (ppe) and is suspected to be pregnant. Subsequently, the customer disinfected herself and thoroughly washed her hands and face and did not require medical attention. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center and reported that a few drops of the contents of the positive human immunodeficiency virus, hiv ag/ab quality control (chiv qc) material splashed onto the operator's hand and face while loading qc material onto the atellica sample handler prime. Siemens further evaluated the event and concluded the operator did not follow the recommendations for wearing proper personal protective equipment (ppe) while operating the system as per the atellica solution operators guide.